Event description:
The email received for the (B)(4) study indicated that, twenty-four hours after stenting of the ostium of the right internal carotid, the patient had an ischemic stroke. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. The patient's medical history includes first-degree relative with premature cad, 5 packs of cigarettes, coronary artery disease and hypertension with high risk criteria of an abnormal stress test and age > 75.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195700 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery. There is no evidence that manufacturing issues contributed to the event. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
Additional information was received/adjudication minutes reviewed indicated: the date of the event was changed to (B)(6) 2011. The patient was hospitalized with an acute right posterior cerebral artery infarct prior to the study index procedure. Pre-procedure, the nih stroke scale score was 5 due to some effort against gravity with the left leg, limb ataxia, mild-to-moderate aphasia, and mild-to-moderate dysarthria. The rankin stroke scale score was 3. A CT scan post-procedure without contrast was done for new left sided-weakness revealed no new acute territorial infarction. Subsequent CT scans and MRI's revealed: interval progression of the right pca ischemic infarct which now involved a much larger vascular territory. There were numerous new acute or early subacute likely embolic lacunar infarcts in the watershed distribution. The site reported partial recovery with minor residual deficits.

Manufacturer narrative:
Additional information was received via the (B)(4) registry. Coronary artery bypass graft was added to medical history and abnormal stress test was deleted. The weight was changed from (B)(6).